Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to an iatrogenic pinhole in the pressure regulating balloon (prb). The existing aus was explanted and replaced with a 3.5 cm cuff, pump, and prb. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Manufacturer narrative:
Event details updated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to an iatrogenic pinhole in the pressure regulating balloon (prb). The existing aus was explanted and replaced with a 3.5 cm cuff, pump, and prb. The explanted aus is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. It was further reported that the surgeon accidentally poked a hole in the prb with a suture needle during the previous surgery. This caused a leak in the system and the patient experienced a recurrence of their incontinence. No patient complications were reported during the revision surgery.